Manufacturer narrative:
Investigation into the reported issue has been completed. Product was not returned for review. Based on clinical description, the root cause of delivery issue was most likely due to patient condition. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient was attempted to be implanted with an impella device for mechanical circulatory support. The complainant reported that an impella cp pump would not cross the aortic valve during attempted delivery due to a kinked catheter. A second pump was utilized for attempted delivery. There was no patient harm.